Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records. The final investigation is pending sample return and evaluation.

Event description:
Consumer reported upon removal a tampon fell apart leaving pieces inside her vaginal cavity. A day later a piece of pledget came out of her and she began to experience a burning and itching pain in the vaginal area. After an online consultation with a doctor, she was diagnosed with a urinary tract and yeast infection. She was prescribed an antibiotic and ointment. Her symptoms have resolved.

Manufacturer narrative:
H10 device evaluation: a visual inspection of 8 regular and 4 super absorbency companion samples was conducted and did not observe any product defects or abnormalities.